Event description:
It was reported via sales rep. That during surgery (early 2009) the head of the screw broke. The head was retrieved and the rest of the item remains implanted in the patient. No adverse consequences reported.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.